Manufacturer narrative:
There is no suspected device failure. Review of the DHR confirmed all parts met specifications prior to release. The reported patient complication is an inherent risk in this type of procedure. There is no evidence to suggest that the baylis medical device caused or contributed to the reported complication. However, as the baylis device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report.

Event description:
The torflex transseptal guiding sheath was used for transseptal puncture. Difficulty was encountered trying to obtain the correct positioning for puncture. The devices were required to be repositioned multiple times. During repositioning, an effusion occurred. The case was aborted due to the procedural complication. The physician commented on the difficult patient anatomy. There is no evidence to suggest that the baylis medical device caused or contributed to the reported complication. However, as the baylis device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report.